Event description:
Allegedly, patient revised due to metal debris, corrosion, pseudotumors and resultant metal ions. Additional information: right hip. Components were removed , including the metal liner and metal femoral head, the shell and stem were retained. Additional information received on 07/20/2020 : adding product numbers and lot ID's.